Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site reaction. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient's parent reported that patient had reaction to pod adhesive, described as itchy, red, painful, and skin is dry and cracked. The pediatrician prescribed 3m triamcinolone acetonide (rx). Doctor diagnosed it as an allergic reaction.